Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024, which is off-label usage of the device. Date of event is an approximation. On 10/24/2024, it was reported by the spouse via web self-service that the patient experienced inaccurate cgm values. The cgm read low and the bg was 532 mg/dl. The patient experienced weakness, nausea, confusion, and tiredness. The pump had reportedly suspended insulin due to the inaccurately low cgm and the patient developed hyperglycemia as a result. The patient had also self-treated the urgent low cgm with glucose tablets. The patient had fallen asleep and when the reporter returned home, she attempted to calibrate the cgm, which was unsuccessful. The patient was reportedly treated with insulin and was stable after a few hours. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.